Event description:
The generator was reported to have been explanted and returned due to battery depletion. An explanted lead was returned connected to the generator. It was reported by the facility that explanted lead was returned either due to a lead revision or the lead was mistakenly opened and returned with the batteries. The cause and explant date of the lead surgery could not be confirmed. Generator analysis was performed. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The generator battery measured 3.075 volts and found to be at an ifi=no condition. The lead pa was performed. The allegation of low impedance was not confirmed in pa. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities were identified. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Bodily fluids were observed inside bilumen channels with no obvious path for fluid ingress other than the cut end of the returned lead. Large connector boot is completely detached from pin/ring connector at the ring/backfill interface, which likely occurred at explant. Note that a large portion of the lead assembly (body) including the electrode array section was not returned for analysis, and therefore an evaluation and resulting commentary cannot be made on that portion of the lead. No additional relevant information has been received to date.